Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that the wire coating was peeling off. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified iliac vein. An amplatz super stiff guidewire was selected for venous thrombectomy procedure. When the wire was inserted in the wire lumen of the 13f non-boston scientific sheath, it felt very tight, and the coating near the proximal end appeared to be peeling off. The system was removed, and found the entire length of the wire coating was peeled off. The procedure was completed with a new amplatz wire. There was no patient complications noted as a result of this event.

Event description:
It was reported that the wire coating was peeling off. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified iliac vein. An amplatz super stiff guidewire was selected for venous thrombectomy procedure. When the wire was inserted in the wire lumen of the 13f non-boston scientific sheath, it felt very tight, and the coating near the proximal end appeared to be peeling off. The system was removed, and found the entire length of the wire coating was peeled off. The procedure was completed with a new amplatz wire. There was no patient complications noted as a result of this event.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluation by manufacturer: the device was returned for analysis. Visual inspection observed that it was kinked at distal tip. Microscopic inspection of the ptfe coating was peeled.